Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. In regards to the repair of the hernia defect, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 5 years 3 months post implant of ventralex mesh, patient had pain, adhesions, hernia recurrence, mesh migration thereby underwent mesh removal. Per op notes, "ventralex mesh had come loose from one side of the abdominal wall." The instructions-for-use supplied with the device identifies adhesions, migration as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of incisional hernias, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it because the mesh had come loose from one side of the abdominal wall and failed. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with chronically incarcerated anterior abdominal wall hernia and underwent open repair with the implant of ventralex mesh. Per operative notes, ¿two small hernia sacs and chronically incarcerated omentum were replaced into the preperitoneal space and the abdomen. A large ventralex circular patch (device #1) was then placed into the defect in all directions.¿ (B)(6) 2015 - patient was diagnosed with pain, recurrent incisional hernia thereby underwent removal of mesh and implanted with ventralight st mesh. Per operative notes, ¿all adhesions were taken down to the mesh and the abdominal wall. The ventralex mesh was grasped (device #1) and removed from the fascia. A piece of ventralight st mesh (device #2) was then placed beneath the abdominal wall. It was noted that the ventralex mesh had come loose from one side of the abdominal wall." Attorney alleges that the patient had adhesions, pain and hernia recurrence. It was also alleged that the mesh had come loose on one side of the abdominal wall, unincorporated mesh, mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. In regards to the repair of the hernia defect, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of incisional hernias, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it because the mesh had come loose from one side of the abdominal wall and failed. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and severe and permanent injury.